Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/delivery test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corner.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 249 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarm within the last month and other normal alarms. Customer was advised that insulin pump would need to be replaced.